Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient was reporting needing their battery replaced because they had 3 accidents in the day of the report. Additional information was received from the patient. They reported that about a week prior, all of a sudden, they started having a lot of accidents, no control and they were not used to that. They said they used the control on the device the day prior and it said low battery, but it was not working. They said their spouse said it was down way too low. The patient was redirected to their healthcare provider to further address the issue.